Event description:
It was reported that additional surgery was performed due to a surgical error, a marking pin was inadvertently left in the patient and was returned to the or for removal of that pin.

Manufacturer narrative:
Na